Manufacturer narrative:
As part of normal complaint follow-up, an evaluation has been conducted at mako surgical with regard to this event. Errors in bone registration technique were revealed during review of the case session files. The root cause of the issue is the combination of pelvic registration points not being captured above the rim, posterior pelvic registration points taken away from the recommended points, posterior and superior patient landmarks taken at different locations than CT landmarks and failure to capture the three verification spheres on the superior acetabulum and rim. There is no evidence in the log files that suggest a device malfunction. Recommended corrective actions, which are documented in the user guide, were communicated to the surgeon on (B)(4) 2013 via conference call.

Event description:
The surgeon performed a makoplasty total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The original surgical plan had cup at 40 degree inclination. After exposure, the surgeon felt it would be different to reach 40 degree, and the plan was changed to 35 degree inclination. After reaming the acetabulum, the surgeon dropped the plan to 33 degree inclination. After cup impaction using the offset impactor, surgical results indicated the cup was 28 degree inclination. The surgeon evaluated the cup placement in the post-operative x-ray and measured a value of 48 degrees inclination.